Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and a magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed that the pebax was broken and reddish material inside the pebax was observed. The magnetic sensor functionality test was performed and the device was recognized and visualized; however, error 106 appeared on the system due to the reddish material inside the pebax. A manufacturing record evaluation was performed for the finished device number lot 31187966l and no internal actions related to the complaint were found during the review. The error 106 observed could be related to the error 105 reported by the customer. The foreign material inside the pebax could be related to the magnetic error therefore, customer complaint was confirmed. The potential cause of the broken pebax could be related to the manipulation of the device during the procedure, however, this could not be conclusively determined. The instruction for use (IFU) of the carto 3 system contain the following recommendations: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. The instruction for use (IFU) of the device contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning; do not use excessive force to advance or withdraw the catheter when resistance is encountered. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified that the pebax was broken and reddish material inside the pebax was observed. During the procedure, the medical team got a magnetic sensor error # 105 when the qdot micro catheter was connected to the piu (patient interface unit) on the carto 3 system. Changing out the catheter cable did not resolve the error. Changing out the catheter resolved the error and the procedure was continued and subsequently completed. No patient consequences were reported.